Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 399 mg/dl and 193 mg/dl. Customer was ill with symptom of nausea and took vicodin (no treatment for diabetes). Customer the obtained the readings and took no actions taken based on device results. Customer's husband gave her orange juice which she drank, but vomited 15 minutes later. There was no delay in treatment, although there was no indication that the customer was hypoglycemic. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.